Event description:
It was reported that the patient stated that he is experiencing auto inflation issues with this inflatable penile prosthesis, and the bulb is continuously cycling. In addition, the patient noted that he has a half bulge at the base of his shaft. No additional information was provided.